Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an suspected backflow, secondary infusion of zosyn was not determined because no products or device logs were returned.

Event description:
It was reported that there was suspected backflow of medication from primary to secondary bag. The secondary infusion of zosyn was inexpertly empty and the primary bag was seen to be bulging. There was patient involvement and no harm.